Event description:
Patient had ventral hernia repair with insertion of mesh. Patient had continued tenderness rlq and bulge. Mesh removed after a few months, with re-repair of ventral hernia and new mesh inserted.